Event description:
Approximately 5 mins after the start of a hemodialysis treatment the pt complained of stomach pain and nausea. Dialysis was stopped and the blood returned. No chills or fever noted. Pt did have swelling around the eyelids. Seen by physician and sent to hosp for evaluation and admitted. This was pt's first treatment on dialyzer. This dry pack dialyzer was flushed with 1,000cc nacl prior to use.